Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device revealed breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was reported for unknown reason. Follow up determined that the tip of the instrument handle broke at the tip. There was no reported patient injury.

Manufacturer narrative:
Product complaint #: (B)(4).